Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting that their device was overdischarged and they were unable tor recharge the ins. Factors that contributed to the issue was the patient was hospitalized for pancreatitis and were unable to recharge their device. A device reset was performed, but the issue was not resolved at the time of the report. No surgical intervention occurred and it was asked but was unknown if surgical intervention was planned. It was reported that the patient had a medical history of chronic pain, anxiety and pancreatitis. The event occurred in (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was caller reported that pt's ins is "dead" and inquired on how to proceed with an MRI. Caller did not have any further details as to when or why the ins became "dead".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) was not working/helping the problem, it had been off for quite a while (about more than three months), and they have not charged it. It was noted that the patient could feel the stimulation, but it was not helping the issue. The family member also reported that the patient needed an MRI to check on a syrinx which was pressing on the disc in the spinal column. It was also reported that the MRI was needed to check on a cyst to see if maybe that had changed and why the ins was no longer helping the patient. An appointment was scheduled for (B)(6) 2018 so the patient could meet with their healthcare professional (hcp) to help with the ins. There were no further complications reported or anticipated.